Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec mgit 960 instrument, one (1) vial did not result after 6 weeks resulting in a false positive. The customer later confirmed via vitek mass spectrometry that this was in fact a true positive. No patient impact or adverse event reported.

Manufacturer narrative:
Investigation summary catalog # 445870, s/n mg4849: the customer reported that a vial did not return results after six weeks. Through remote assistance and based on the customer's feedback, technical services informed the customer of the proper workflow and vial processing requirements. The case was closed. The root cause could not be not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec mgit 960 instrument, one (1) vial did not result after 6 weeks resulting in a false positive. The customer later confirmed via vitek mass spectrometry that this was in fact a true positive. No patient impact or adverse event reported.